Event description:
Pt had filtering procedure of right eye for glaucoma. Towards the end of the procedure, the or tech noticed minute particles on the sterile field. Some of them started moving. The procedure was finished with different equipment. The pt was placed on cipro 750 mg bid for 7 days. Rptr has received a letter from the dept of public health with the identification of the insects found in the sterile eye trays which were brought into our hosp by the MFR. One of the insects found in the hosp supplies was a springtail. These insects may be found in buildings where the humidity may be high, such as a basement. They feed on molds. They are very small and may penetrate some types of paper packaging. The other insect was badly damaged, so independent lab is not certain of the identification. However, it appears to be a book louse. These insects also feed on molds and they are associated with high humidity in buildings. In regard to the presence of these insects in the hosp supplies, there are several possibilities. They may have entered the supllies at the point of MFR, at the warehouse, or the area where the supplies are stored at the hosp. Often these types of supplies are stored in a basement where the humidity may be high. In addition, independent lab has seen some of the sterile products that are simply wrapped in paper; these insects can penetrate the folds of such packing.